Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately two days post implant, the patient with this right ventricular (rv) lead passed away. The patient advocate reported that the patient was discharged from the hospital one day post implant in good condition; however, the patient passed away the following morning while asleep. No syncope or shortness of breath was observed. Reportedly, the patient had a 70% stenosis on the distal left anterior descending (lad) artery and a 90% stenosis on the ostial diagonal artery. Both conditions required intervention; however, the physician reported that the pacemaker implant took priority at that time. The cause of death was believed to be due to a dislodgement of the rv lead. The physician reported that perhaps he should have chosen a lead model with an active fixation mechanism rather than the passive fixation of this lead family. No post-mortem x-ray was obtained and no electrograms were received to further investigate any product involvement in the patient's death. No autopsy was performed and no return of product is expected.